Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an incompatible os issue with the adc device in use with iphone 14 with ios operating system version 17.1.2. Due to this, the customer was unable to receive glucose alarms and the customer experienced loss of consciousness. As a result, the customer was unable to self-treat, requiring treatment of sugar by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle libre 2 application during replication that would have led to the reported issue. The customer reported missing alarms due to incompatible os. Attempted to replicate the customer's complaint using similar configurations iphone12, ios 17.1.2, 2.10.2.7677 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an incompatible os issue with the adc device in use with iphone 14 with ios operating system version 17.1.2, app version 2.10.2.7677. Due to this, the customer was unable to receive glucose alarms and the customer experienced loss of consciousness. As a result, the customer was unable to self-treat, requiring treatment of sugar by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.